Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a patient that was generated by the access 2 instrument. The customer indicated that the elvated accu tni result was 0.73ug/l.the elevated accu tnl result was reported out of the laboratory. The customer indicated that after the elevated result was reported out, the original sample was retested for accu tnl.the repeated accu thl result was 0.01ug/l.